Event description:
(B)(4). Obtained essure to sterilize me. Since getting it, I have had periods that last at least two weeks. Currently I have been bleeding for over 5 weeks. Cramps during my period are much worse compared to before the procedure. I also have no sex drive. Even if I did, I bleed all the time!!! My doctor explained to me that this procedure was easier than a tubal, I regret listening to her.